Manufacturer narrative:
The event description is very poor and general in nature. At the time of the reporting decision the device was not yet returned for investigation, and the results were not available. There is no information about the pump. With this limited information the most probable root cause could not be determined. According to the reporter, the scale appeared to be malfunctioning, displaying a negative value. However, this claim cannot be verified until the device has been returned to the manufacturer's facility for further investigation. It could be a device-independent issue or an actual malfunction. No patient harm or injury reported. Since we cannot exclude a malfunction of the device, we are taking a conservative approach of reporting this incident. If new information is received, or if the device is returned for evaluation, the reporting decision will be re-evaluated accordingly.

Event description:
We have been informed of the following event: "it was reported that two days after the first hysterscopic myomectomy procedure, the truclear hysterscopic fluid management system was not properly calculating fluid deficit. Case had to be aborted again early due to reaching max fluid deficit. Staff members attempted to troubleshoot equipment throughout the case, but it did not change the fluid calculations. Biomedical technician performed troubleshooting of the device with the help of truclear rep and found the scale was defective giving a negative number. Patient will need to be brought back to the or again for the same procedure since they were unable to safely complete the myomectomy"